Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacture report number 3004209178-2015-46967 for the hospitalization notes.

Event description:
An attempt was made to reach the customer in regards to her outreach responds. Customer family or friend stated the customer was currently on the phone with a company representative and will call back. Customer called back and stated she was reporting a high blood glucose incident that she had just. Customer spoke about a hospitalization which she had reported. Then she indicated in the morning, she woke up with her blood glucose at 426 or 456 mg/dl. She changed her set and lay down and her blood glucose only dropped 50 to 60 points, so she changed the set again. The insulin pump continued to alarm no delivery. Troubleshooting was done by another company representative. It was determined the cannula of the infusion set was bent. Customer then reported her blood glucose was 446 mg/dl. Customer isn't returning the device for further analysis.